Event description:
Date of implant for pt 8233 was in 2000. A moderate acute corneal edema occurred in 2000. Visual acuity in 2000 was 20/200. The pt was treated with prednisone 1% and "muno" 5% solution. The doctor does not feel this is lens related.